Event description:
It was reported that the pump was removed 'about five years ago' because he 'developed spinal meningitis due to infection in the pump.' It was later reported that the healthcare provider had not seen the patient since 2007, they had heard about the infection however the patient was treated at a different facility.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2013-(B)(6), product type catheter product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).